Event description:
This patient c/o not feeling well during at est dose (25 mg) of in-fed. Bp down to 42/p. Normal saline started. In-fed dose stopped. The patient lost consciousness and then became responsive briefly, bedore again becoming non-responsiive and apneic. CPR was initiated and she was suctioned. 911 and the physician were called. CPR continued and the rescue arrived. Their first attempt at intubation was unsuccessful but the secondattempt was successful. The patient was then transported to the ER. She was non-responsive when she left the unit.the patient expired at the hospital on 5/30/94. The physician was unsure of cause of death. This was the start of the second course of in-fed for this patient. Her first course was on 12/22/93.